Manufacturer narrative:
This is the final report.

Event description:
A report was received that a patient was experiencing difficulties charging the ipg, because the ipg was tilted in the pocket. The patient underwent a pocket revision procedure, and the pocket was relocated to the patient's left hip. The patient was reportedly doing well following the procedure.